Event description:
It was reported that, the subject device's video image was static and distorted. After the static image was displayed, a b30 communication error occurred. The issue occurred during preparation for use. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of cables, image capture unit, and main body. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.